Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the colonovideoscope did not display the image in the upper right corner of the screen. There were no reports of patient involvement.